Event description:
A customer reported an incident where they visited the emergency room due to a low blood glucose level of 25 mg/dl. Despite not being able to react due to being "out of it," they received intravenous fluids, including d10, which resolved the issue without causing any injury or permanent damage. The pump was checked and found to be functioning correctly, and the customer was released the same day.